Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1005 upon interrogation, indicative of an open circuit condition. No other information was available. Additional information is being requested.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1005 upon interrogation, indicative of an open circuit condition. No other information was available. Additional information received indicated that the ICD was approaching end-of-life and that a lead replacement was to be considered at the time of routine device replacement.